Event description:
Information was received from a health care professional (hcp) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. The hcp called for compatibility guidelines for the device for an MRI and reported the device is not working; it was not reported whether the reason for the MRI was due to the device or therapy. The hcp did not have further details and no symptoms were reported. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.